Event description:
In 2002, the user facilities qa department informed the manufacturer's sales representative of the following: dye study revealed a sheared device catheter. Physician removed a portion of the device catheter from the right atrium in the cardiac cath lab. Physician removed the device and remaining device catheter in the operating room.